Event description:
The original procedure was performed 2005. A small endoleak was seen from top and bottom of stent, and believed to be a type 2. Pt was sent for a CT scan, and the endoleak was positively identified as a type I at top and bottom of stent. Another procedure was scheduled from in a week later. Two cuffs were placed and angled neck was ballooned (45-50 degree turn in neck at top). Cuff would not open completely. A very small type I endoleak still present. Do. Believes it could resolve itself and will peassess at 30-day visit.